Manufacturer narrative:
Evaluation results: visual inspection of the returned lens showed a haptic and pieces of the optic were torn off and missing and there was a clear surgical residue on the device. The laf card was provided with patient information. (B)(4).

Event description:
The customer reported the aa4204vl silicone single piece lens ripped as it was being inserted and was removed without any patient injury. The reporter stated the event was the result of a loading issue.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®).(B)(4)